Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5094559) on 10-jun-2020. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), arthralgia ("hip pain"), hypoaesthesia ("numbness in extremities"), abdominal distension ("bloating"), paraesthesia ("tingling in face"), urinary tract infection ("uti´s"), gastrooesophageal reflux disease ("gerd"), menstrual disorder ("blood clots with cycle") and renal pain ("kidney pain"). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, arthralgia, hypoaesthesia, abdominal distension, paraesthesia, urinary tract infection, gastrooesophageal reflux disease and renal pain outcome was unknown. The reporter provided no causality assessment for abdominal distension, arthralgia, back pain, gastrooesophageal reflux disease, hypoaesthesia, menstrual disorder, paraesthesia, pelvic pain, renal pain and urinary tract infection with essure (ess205). The reporter commented: event date was reported as (B)(6) 2016. Disability/permanent damage was mentioned as event outcome. ¿the seriousness criterion ¿disability/permanent damage¿ was reported, but not specified or assigned to one of the events¿. Quality-safety evaluation of ptc: unable to confirm complaint. . Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician, and describes the occurrence of pelvic pain ('pelvic pain'). In a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), arthralgia ("hip pain"), hypoaesthesia ("numbness in extremities"), abdominal distension ("bloating"), paraesthesia ("tingling in face"), urinary tract infection ("uti´s"), gastrooesophageal reflux disease ("gerd"), menstrual disorder ("blood clots with cycle") and renal pain ("kidney pain"). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, arthralgia, hypoaesthesia, abdominal distension, paraesthesia, urinary tract infection, gastrooesophageal reflux disease and renal pain outcome was unknown. The reporter provided no causality assessment for abdominal distension, arthralgia, back pain, gastrooesophageal reflux disease, hypoaesthesia, menstrual disorder, paraesthesia, pelvic pain, renal pain and urinary tract infection with essure (ess205). The reporter commented: event date was reported: as (B)(6) 2016. Disability/permanent damage was mentioned as event outcome. ¿the seriousness criterion ¿disability/permanent damage¿ was reported, but not specified or assigned to one of the events¿. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jul-2020, quality safety evaluation of product technical complaint. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.